Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer was unable to provide the bg value; however, the customer reported bg level was elevated due to recently consuming food. The customer confirmed a correction bolus would be delivered to address the bg level.